Event description:
It was reported that the customer experienced low blood glucose levels. The customer stated that he was happy with the device, but wanted to voice his opinion regarding the threshold suspend feature and the tone for alerts. He stated that he could reach a blood glucose reading as low as 20 mg/dl without feeling anything. He noted that it would be beneficial to have a threshold suspend feature that can be set to a value below 60 mg/dl. He also reported that when he might have low blood glucose in the middle of the night during sleep, he was not able to hear the insulin pump. He then stated that he accidentally pulled the needle housing off of one of his sensors during insertion. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.